Event description:
It has been reported to philips that the flexvision computer (pc) display had blank screen. The device was not in clinical use. No harm has been reported to philips. A philips remote service engineer (rse) spoke with the customer and determined the flexvision pc was not booting properly. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the screen is black. During troubleshooting, fse found that the flexvision pc cannot display. Review of the log file showed that flexvision pc had no communication with suit pc, flexvision pc cannot boot up. Fse re-plugged the flexvision pc. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.